Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00154 on 04-august-2023. Additional information 07-september-2023: siemens has completed the investigation into an observation from a customer from outside the united states of a falsely depressed 3gallergy¿ specific ige universal kit / dust panel 1 (hp1) result that was obtained on a patient sample on an immulite 2000 xpi instrument. The laboratory chose to repeat the 3gallergy¿ specific ige universal kit / hp1 sample (sample (B)(6) as it was <0.10 ku/l ¿ below the sensitivity value. Sample (B)(6) was repeated on (B)(6) 2023 at 5:27:32 pm on another immulite 2000 xpi analyzer, with a result of 4.58 ku/l. The laboratory also chose to perform the 3gallergy¿ specific ige universal kit / hp1 assay with another tube of this patient (B)(6) ¿ end 02). The result of this was 5.19 ku/l on (B)(6) 2023 at 12:35:56 pm, which was in agreement with the result of the repeat of (B)(6). The customer was not able to perform a visual inspection of tube (B)(6). The customer performed a visual inspection on tube (B)(6) in which it was reported that the sample was clear with no visible pre-analytical interferences. Other assays were performed for this patient that did not produce discrepant results. Only the3gallergy¿ specific ige universal kit / hp1 assay showed discordant results. The quality control, lot 0159, was within customer acceptance criteria before and after sample processing. The calibration used for sample processing is valid and with approved controls. Pre-analytical factors cannot be ruled out as contributing to the discrepant of result. Siemens reviewed the system's log files to be reviewed for the cause of the discrepant result. The error log did not reflect an issue that would have attributed to the initial low result on (B)(6) 2023 with sample (B)(6). Siemens received the spy files for (B)(6) 2023 and (B)(6) 2023. Based on the review of the sample and reagent level sensing from the files it appears there was possible foam or bubble in sample and reagent that attributed to the discrepant result. This would also explains the consistent results obtained from the same sample upon repeat. The customer is operational. No further support from siemens is required. The immulite 2000 3gallergy¿ specific ige universal kit / dust panel 1 (hp1) is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. Note: in section h6, the investigation findings and investigation conclusions codes were updated.

Event description:
A falsely depressed 3gallergy¿ specific ige universal kit / dust panel 1 (hp1) result was obtained on a patient sample on an immulite 2000 xpi instrument. The erroneous result was not reported to the physician(s). The sample was repeated with the same sample tube on an alternate immulite 2000 xpi instrument and in another tube on an alternate immulite 2000 xpi instrument. The repeat results were higher than the erroneous result. The repeat results were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed 3gallergy¿ specific ige universal kit / dust panel 1 (hp1) result. Discordant results were not observed with other allergens tested with this patient.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely depressed 3gallergy¿ specific ige universal kit / dust panel 1 (hp1) result that was obtained on a patient sample on an immulite 2000 xpi instrument. The erroneous result was not reported to the physician(s). The sample was repeated with the same sample tube on an alternate immulite 2000 xpi instrument and in another tube on an alternate immulite 2000 xpi instrument. The repeat results were higher than the erroneous result. The repeat results were reported, as the correct result, to the physician(s). Quality controls (qcs) and calibration recovered within ranges on the day of the event. The limitations section of the immulite 2000 3gallergy¿ specific ige universal kit instructions for use (IFU) states: "a definitive clinical diagnosis should not be made solely on the basis of an in vitro allergen-specific ige result. Diagnosis should be made by the physician only after all clinical and laboratory findings have been evaluated." Siemens is investigating. This ous product (catalog number 10380875, as listed in d4) is associated with similar product in the united states: catalog number 10708840 / premarket approval (PMA)# k101572.